Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Stylet was returned in the lead. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the device implant procedure, the physician tried to position this lead however they were not able to advance the stylet inside the rv lead. Subsequently, this lead was removed, and a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the device implant procedure, the physician tried to position this lead however they were not able to advance the stylet inside the rv lead. Subsequently, this lead was removed, and a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.